Manufacturer narrative:
The manufacturer previously reported an event in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information was received from the patient alleging black specs in the mask and coughing. The device was working with full functionality at the beginning of the first use. The patient reported using an ozone-based disinfection device on the mask and straps that was purchased after noticing the black specs. The device is cleaned daily, and patient is still using the device since they only have one.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was sent to a third-party service center for evaluation. During evaluation the technician found no evidence of foam degradation and secondary findings were observed. The third-party service center concludes that the customer¿s complaint was not confirmed, and there was no error codes found. The device was corrected. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated. Recall (z) number (rfb) was updated.